Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown dosage of 500 mcg/ml baclofen via an implantable pump. On (B)(6) 2020, it was reported that the patient was experiencing an increase in spasticity symptoms. The patient's hcp had a dye study performed at an unknown date, but the cap could not be aspirated. Surgical intervention was performed and at the time of the surgery, the hcp also could not pull off the catheter access port. The catheter was cut and csf was seen. The surgeon replaced the pump, pulled off the catheter access port and was able to see csf. The issue was considered resolved at the time of the event. Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on 2020-oct-30. It was reported that, prior to replacing the pump and after cutting the catheter, the hcp connected a new piece of catheter and attempted to aspirate the cap once the catheter was reattached to the pump. No csf was seen. The hcp then replaced the pump.

Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The catheter was returned and no significant anomalies were found. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2018 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.